Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No missing segments/partial displays, white displays, or unexpected display anomalies were noted during testing. The user is able to read and navigate the menus displayed on the lcd display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was 122 mg/dl. The customer reported that green tint in the background also noticed that contrast between the old pump and this new one the black part is sharper than the new one. The troubleshooting was performed for partial display. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.